Event description:
It was reported that for a young patient with vts, implanted with the subject ICD, the impedances of both leads and the coils continuity increased up to 3000 ohms. The physician is thinking about an issue in the myocardium at lead contact level, or the development of fibrosis. Preliminary analysis results showed that a gradual lead issue or a gradual physiological phenomenon occurring at the implant site (on the rv lead tip) could be at the origin of the reported behavior. The whole defibrillation system was reportedly explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
It was reported that for a young patient with vts, implanted with the subject ICD, the impedances of both leads and the coils continuity increased up to 3000 ohms. The physician is thinking about an issue in the myocardium at lead contact level, or the development of fibrosis. Preliminary analysis results showed that a gradual lead issue or a gradual physiological phenomenon occurring at the implant site (on the rv lead tip) could be at the origin of the reported behavior. The whole defibrillation system was reportedly explanted on (B)(6) 2017 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
It was reported that for a young patient with vts, implanted with the subject ICD, the impedances of both leads and the coils continuity increased up to 3000 ohms. The physician is thinking about an issue in the myocardium at lead contact level, or the development of fibrosis. Preliminary analysis results showed that a gradual lead issue or a gradual physiological phenomenon occurring at the implant site (on the rv lead tip) could be at the origin of the reported behavior. The whole defibrillation system was reportedly explanted on (B)(6) 2017 and will be returned for analysis.